Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is completed a f/u report will be submitted.

Event description:
The customer reported that after sealing, the surgeon went to release the device and it would no longer open. The device was cut from tissue and the surrounding tissue recauterized. This occurred late in the surgery and another device was not needed to complete the procedure. There was no pt injury.